Event description:
A canadian customer received a blood glucose reading of 9.7mmol/l at 10:37pm on the contour next meter and took insulin accordingly. Later she experienced hypoglycemic symptoms of shakiness, blurred vision, and did not feel well. At 12:02am she ran another blood test and the reading was 2.6mmol/l. The customer made no mention of treatment. Product is not expected to be returned for evaluation.